Event description:
Additional information received stated that the emg tubes were used for the first time and there were no visual damage in the sterile packaging and in the root joint between the cuff and the tube where the leakage was observed.

Manufacturer narrative:
H3: product analysis found that visually, the device was returned in a large plastic pouch. There was no damage noted in the construction of the device. There were also no traces of contamination found on the device. Functionally, a syringe was used to inject 15cc of air into the cuff and the cuff was slowly deflating. The cuff was submerged under the water for leak test and found no leakage coming from the cuff. The inflation assembly was also submerged under the water, and it was noticed that leakage was coming from the inflation assembly. The leakage occurred at the connection of inflation tube to the trivantage tube. A review of the global complaint data showed no other complaints about this lot number. In the returned condition, there was an out of specification condition that was related to the complaint. H6: previously applied codes fdm b17, fdr c20 and fdc d14 are no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that intra-op during thyroid surgery, the cuff was fully inflated. During use, it was discovered that there was air leakage at the root joint between the cuff and the tube (and an experiment was conducted on the spot), so three more endotracheal tubes were replaced at that time. The last two endotracheal tubes were in the same condition. The last one was normal and usable, and the surgery was completed successfully. There was no patient impact.